Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 240mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Motor error alarm during rewind due to cracked motor flex traces. Pump received with cracked reservoir tube lip, minor scratched display window.